Event description:
Customer reported his adc blood glucose meter's screen is broken and due to this he was unable to test. Customer further reported that on (B)(6) 2013 he began to feel dizzy and weak. Customer self-treated with juice and then his wife transported him to a local pharmacy. At the pharmacy a glucose test was performed (unknown result); the customer was diagnosed with hypoglycemia and treated with a glucagon injection. Customer was then sent home. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.